Event description:
It was reported that during an implant procedure, it was found out that the old spinal cord stimulator (scs) paddle trial lead had high impedances and would not clear after wiping the lead tail and attempting to move the paddle. The physician opted to replace the lead with a new paddle for implant.

Manufacturer narrative:
Sc-8336-70 (sn (B)(6)). The returned lead was analyzed and visual inspection found that the lead was sliced approximately 17 cm from the proximal end. The cables were exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the reported event of high impedance was confirmed. The slice in the lead resulted in damaged cables and high impedances.

Event description:
It was reported that during an implant procedure, it was found out that the old spinal cord stimulator (scs) paddle trial lead had high impedances and would not clear after wiping the lead tail and attempting to move the paddle. The physician opted to replace the lead with a new paddle for implant.